Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Tandem technical support arranged to send the customer a replacement pump with updated software. They provided instructions for returning the problematic pump, which must be done within 10 days, and advised on backup insulin delivery using multiple daily injections. The customer acknowledged all steps and training will be available in their tandem source account.